Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Manufacturer report number 2916596-2021-03550. Manufacturer report number 2916596-2021-03551. It was reported that the patient experienced driveline fault alarms since 5:15am. A log file analysis captured driveline faults starting from (B)(6) 2021 at 04:47am, which continued for the remainder of the file. The alarm was cleared and did not return. A small slit in the outer silicone on the pump side of the driveline was noted by the healthcare providers. This slit was about an inch from the modular cable connection. A minor bend in the driveline in the same area as the slit was noted where there was a repeated angling to reach the driveline up to the anchor. There was also a small tear on the proximal side of the driveline. This was covered with rescue tape. The patient returned with a recurrence of the alarm and x-rays of the driveline were taken. The modular cable and system controller were exchanged as recommended. There were no alarms noted at the time of patient leaving the clinic. Submitted x-ray quality was poor so analysis could not be done of the photos.

Event description:
It was reported that no further driveline faults were captured after the modular cable and controller exchange. It was noted that the patient was doing well.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline power fault alarm was confirmed via log file analysis. The heartmate iii modular cable (lot #: 154631) was returned for analysis and log files were submitted as well as downloaded from the returned system controller. The submitted and downloaded log files contained overlapping events spanning approximately 3 days ((B)(6) 2021 ¿ 07jun2021, (B)(6) 2021 per timestamp). Events occurring on (B)(6) 2021 are from product testing at abbott. From 07jun2021 at 04:47:51 - 12:43:35 and 14:01:18 until the driveline was disconnected at 14:59:55, there were multiple driveline power fault alarms. These alarms did not clear until the driveline was disconnected. There were no other notable alarms in the log file. Pump operation was not affected. The heartmate 3 modular cable was tested and passed all stages of testing. The modular cable was able to operate on a mock loop with a system controller and was able to pass electrical wire resistance testing. The reported alarm was not reproduced. The root cause of the reported event was unable to be conclusively determined in this analysis. Heartmate iii instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook (rev. C) section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook (rev. C) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate iii modular cable (lot#: 154631) was manufactured in accordance with manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.